Manufacturer narrative:
Physio-control evaluated the customers device and was unable to verify the reported issue and the electronic patient files were not available for evaluation. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device would not recognize a shockable rhythm. In this state, the need for therapy could not be determined, if it were needed. The patient involved with the incident did not survive.